Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient¿s lvad system produced low speed advisory and low flow alarms. No clinical symptoms were reported. A representative of the manufacturer's technical services team reviewed the submitted log file and confirmed the occurrence of multiple low speed operation alarms on (B)(6) 2017 at approximately 6:48 am, along with an additional low speed operation on (B)(6) 2017 at 1:32 pm. The events occurred while the lvad system was connected to the power module. This type of behavior had been previously linked to potential issues with the percutaneous lead. The technical services representative also reviewed the submitted x-rays and CT scan. The x-rays were unremarkable. On (B)(6) 2017 the patient was sent home from the clinic with an ungrounded patient cable.

Manufacturer narrative:
The evaluation of the submitted system controller log file confirmed low speed and low flow events; however, a specific cause could not be conclusively determined through this evaluation. Review of the submitted system controller log file contained data from (B)(6)2017 through (B)(6)2017. Pump power, estimated flow, and average pi ranged from 1.7 to 5.2 watts, 1.4 to 5 lpm, and 2.5 to 9.2, respectively. The pump appeared to operating as intended with stable parameters until (B)(6)2017 when the pump struggled to maintain speed and had corresponding low speed and low flow alarms. These low speed events all occurred while the patient was connected to the patient power module cable. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. No other atypical alarms were captured in the log file. The submitted x-rays were unremarkable. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.